Manufacturer narrative:
Additional information: no intervention was required to remove the device and the device was safely removed from patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using the fortrex balloon to treat a left mid arteriovenous fistula lesion with plaque and moderate tortuosity and moderate calcification, the balloon burst during balloon inflation. The burst was described as a longitudinal balloon burst at an inflation pressure of 20 atm. The device was prepped per the instructions for use with no issues identified, and no packaging damage or issues removing the device from the hoop/tray were reported. The balloon was replaced and the procedure continued. No patient symptoms, complications, or injury were reported, and the patient outcome was alive with no injury. No patient complications have been reported as a result of this event.